Manufacturer narrative:
Retainer ring = black. The unit was received with the black retainer still attached to the pump case. No detached or missing retainer noted. Unit had cracked reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.